Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported discrepant results on the alinity m resp-4-plex assay. The customer reported that the samples showed weak amplification,and late cycle threshold (CT) value. When the same sample is retested on the genexpert 4-plex assay and the ausdiagnostics respiratory assay, they were negative. The customer stated that the patients were not symptomatic as the result was reported by the clinical microbiologist as negative. Results are below: sample ID (sid) (B)(6): positive for rsv (40.396cn) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu b (36.97 cn) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu b (37.83cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (41.28cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (37.80cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu b (40.60cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu a (35.96cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (38.67cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu b (37.91cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (39.09cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for flu a (37.82cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (40.39cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (40.31cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). Sid (B)(6): positive for rsv (41.78cn ) on the alinity m, repeated as negative on 2 platforms (genexpert and ausdiagnostics). There was no impact to patient management. This incident is being reported to FDA because the incident occurred in australia using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 ; 3005248192-2022-00744 follow up report 1.